Event description:
The customer called to report an error alarm after the batteries were changed. The customer already reset the time, date, and basal rates. During the call the customer indicated being hospitalized for low bgs. The customer had high and low bgs for the last two weeks. The customer admitted to change the basal rate once about two-three weeks before the call.